Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room for an unrelated reason. Upon device interrogation, the patient's right atrial lead exhibited high out-of-range pacing impedance values, high capture thresholds, and over-sensing noise resulting in inappropriate automatic mode switch episodes. Programming changes were made. No adverse patient consequences or symptoms were reported.